Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: lumbar degenerative disk disease, l5-s1. Lumbar spinal stenosis. Lumbar radiculitis. For which, patient underwent following procedures: anterior spinal fusion, l5-s1. Anterior plate instrumentation, l5-s1. Placement of machined lordotic intervertebral spacer from the anterior approach l5-s1. Per op notes, rhbmp-2 was soaked on 2 collagen sponges, inserted into the 11 mm cage, and this was inserted into the disk space at l5-s1. Ap and lateral x-rays were taken showing good placement of the spacer cage and anterior plate instrumentation. Patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient underwent an anterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed inflammation. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.